Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-03. H6: investigation summary: one sample was provided to our quality team for investigation. The product was visually inspected and a black fiber was observed in the expansion chamber. Further analysis identified the particle to be a piece of nylon. A device history review was performed for lot 2004109, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue, however, a maintenance order was performed during assembly of this lot due to unstable sealing temperatures. The issue was solved in process and all equipment underwent proper cleaning after the order was completed. H3 other text : see h10.

Event description:
It was reported that fibrous foreign matter was found in the bd phaseal¿ protector p50j after preparing avastin. The following information was provided by the initial reporter, translated from japanese to english: "after preparing avastin, the hcp found a fibrous fm in the protector. The hcp didn't take any procedures that were different from usual ones."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that fibrous foreign matter was found in the bd phaseal¿ protector p50j after preparing avastin. The following information was provided by the initial reporter, translated from (B)(6) to english: "after preparing avastin, the hcp found a fibrous fm in the protector. The hcp didn't take any procedures that were different from usual ones."